Manufacturer narrative:
Internal notification number: (B)(4). The instrument arrived in a contaminated condition. Failure description : the instrument arrived with the pivot jaw absent. Investigation : used test- and analysis- equipment: · microscope "keyence- vhx 5000 " eq.-nr. 2000024840 · digital-camera "panasonic dmc tz8". First we made a visible inspection of the jaw. Except the blood soiling and the absent pivot jaw and the absent leaf spring, we found no other abnormalities. In the next step we made a inspection of the lower jaw. Here we noticed the imperfect fixation notch. The notch is necessary to fix the pivot jaw in its position. The position of the leaf spring under the pivot jaw in a proper instrument is marked. Batch history review : the manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints of this lot with this error pattern at hand. Conclusion and root cause : the root cause of the problem is manufacturing related. Rationale: the crimping notch which is responsible for the fixation of the pivot jaw was performed insufficiently. Corrective action: a product safety case was requested ((B)(4)).

Manufacturer narrative:
Manufacturing site evaluation: (B)(4). Investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with caiman disp.instr. It was reported that during start the inventory of the patient's cavity it was verified that part of the jaw was missing and not found in the patient cavity. Another product was used to conclude the surgery. An endoscopy was performed and the part was not in patient cavity. There was an additional medical intervention necessary. A revision surgery was not necessary. Additional information was not provided nor available / was not available. The adverse event is filed under aag (B)(4).